Manufacturer narrative:
The unknown fiber material was sent to chemistry for further analysis. Ir spectrum could not identify the fiber material due to a low absorbance energy. No match was found from the spectral library search. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that while performing a pre-insertion check of a fogarty catheter before surgery, the balloon could not be deflated after inflation. There was no patient injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 catheter with a 3cc syringe. The balloon could not be inflated and back pressure was observed from the balloon inflation lumen. The balloon inflation lumen was found to be occluded. Cut down was performed on the catheter body and the inflation lumen was found to be collapsed at 1.3cm from the catheter tip, at the distal edge of the proximal windings. An unknown fiber-like material measuring approximately 0.04inches in length was found in the inflation lumen at the proximal windings. Both the balloon and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body or the returned syringe. The customer report of a deflation issue could not be confirmed on evaluation. The unknown fiber was sent to chemistry for further analysis. A supplemental report with the findings will be submit upon completion.